Event description:
It was reported that the device was not displaying image on the smartscreen, the unit did not turn off or on. No negative impact in state of health reported.

Manufacturer narrative:
The device has been returned to our us facility and will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Manufacturer investigation completed. Per results of investigation: the customer complaint can be confirmed. During the investigation, it was determined that the responsible wiring harness was not in place and not in contact with the electrical component anymore. Based on the above-mentioned findings as well as based on the complaint history review, there is no indication for a manufacturing, material or design related failure. Furthermore, the corresponding IFU contains the information, that the product has to be checked before and after every use for functionality and damages. The most likely root cause for the complained failure is due to wear and tear. This event is filed under internal complaint ID (B)(4).